Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 500 mg/dl with polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient provided self with insulin bolus to lower blood glucose level. The reporter stated the patient¿s blood glucose became elevated after changing the infusion site. Troubleshooting by animas customer support revealed that the patient did not prime enough insulin to accommodate the entire length of the 23¿ infusion set tube resulting in lack of insulin delivery to the patient. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue; not priming enough insulin to completely prime the tubing.